Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, investigation conclusions it was reported by the user upon startup the cs100 intra aortic balloon pump (iabp) had alarm electrical test failed, code 50. There was no patient involvement and no adverse event reported. The machine is repaired by a third party.

Event description:
It was reported that cs100, intra-aortic balloon pump (iabp) electrical detection failed #50 upon startup. There was no patient involved.

Manufacturer narrative:
Due to characterization limit, e1: event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.